Event description:
Ous MDR - it was reported that after the implant duration of about 21 months a pacing impedance decrease was noted via home-monitoring. Furthermore, ventricular fibrillation episodes were recorded due to suspected oversensing. No adverse patient side effects have been reported.

Manufacturer narrative:
Upon receipt, the lead was found dissected as mentioned in the complaint description. Both parts of the lead were received for analysis. Two cm of the lead body is missing between both fragments. The analysis of the lead demonstrated a rubbed through insulation in the region of the tricuspid valve. This insulation damage can be considered as the root cause for the observed oversensing issues mentioned in the complaint description. Based on the characteristics of theses damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Diagnostic images clarifying this assumption were not available for analysis. The returned data revealed the detection of noise in the ventricular channel, which is consistent with the clinical observation as well as the outcome of the lead analysis. Further damages of the lead fragments resulted most likely during the explantation procedure. Due to the damages of the lead the mechanical and electrical inspection was not properly feasible. The electrical inspection of the lead was limited to the dc resistances of the lead fragments. No peculiarities were found. The analysis did not reveal any sign of a material or manufacturing problem.